Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the ventricular connector is broken. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular connector was broken. It was also noted that the keyboard, liquid crystal display (lcd) and encoder flex were out of specification, the upper case, lower case and side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed and the side bails and ring were bent.